Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in-hospital for device change-out due to normal eri and elective lead extraction. All electrical measurements were normal. During the extraction, a drop in blood pressure was observed as the physician entered the svc junction. The procedure was ongoing but the patient had not stabilized. The svc was torn and could not be repaired. Patient expired.

Manufacturer narrative:
A partial lead measuring 13.9cm from connector pin was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.